Event description:
The customer reported the tip of the aspiration needle broke off. The issue occurred during a diagnostic procedure. The needle did not break off inside the patient or the scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the needle was kinked approximately 40 mm from the metallic boot section of the connecting slider. The stylet was inserted at the aspiration port. The distal end portion of the needle was confirmed to be broken off. Foreign material was noted inside the clear sheath at the proximal end of the coil section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the broken needle could not be determined, likely factors causing the defect could have been the following: 1. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. 2. The buckled needle tube then received force to straighten it. 3. The bending and straightening reduced the strength of the needle tube until and finally broke it off. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not push the needle slider suddenly. Doing so may cause sudden needle protrusion, resulting in perforation, bleeding, or mucous membrane damage. It can also damage the instrument. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.